Event description:
The ge hld trophon device is used on the l and d unit for disinfecting probes. The 35 percent hydrogen peroxide solution was noted to have leaked onto the countertop and floor. The nurse did not notice until it soaked through her pant leg and became bubbly red, then white. After touching her pant leg and countertop with her hand, the nurse felt the burning. She immediately notified the charge nurse and the manufacturer was contacted. Appropriate action was taken. Four nurses and pct's were exposed by direct contact and/or by the fumes to the h2o2 chemical. They were evaluated by occupational health as per the recommendation of the manufacturer. Event: 4 oz container of 35 percent solution of hydrogen peroxide leaked onto counter top and floor; new hdl supplied to the unit. Hdl unit involved in event returned to manufacturer.